Manufacturer narrative:
On 03/28/2016 04:29 pm (gmt-4:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4)

Event description:
On 03/04/2016 12:33 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure , vasoview hemopro was used. A patient has been diagnosed with foot drop in the past 6-8 months. The product is not returning. On 03/02/2016 05:23 pm (gmt-5:00) added by (B)(6): I received a phone call from (B)(6) hospital. She said they have had 2 patients with "foot drop" in the past 6-8 months. I emailed (B)(6) with a list of information we will need for the complaint. She is working on it. I do not think this is technically a complaint but when it doubt call it in!

Manufacturer narrative:
A lot history record review was completed for lots 25120317, 25120595 and 25121053 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4). A lot history record review was completed the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history

Event description:
The hospital reported that during an endoscopic vein harvesting procedure , vasoview hemopro was used. A patient has been diagnosed with foot drop in the past 6-8 months. The product is not returning. I received a phone call from (B)(6). She said they have had 2 patients with "foot drop" in the past 6-8 months. I emailed (B)(6) with a list of information we will need for the complaint. She is working on it. I do not think this is technically a complaint but when it doubt call it in!